Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the distal edge of the angioseal was crushed when package was being opened. It was reported that the patient condition was normal. The procedure outcome was good. Additional information was received on (B)(6) 2018: hemostasis was achieved using a second device and that the failed product was not used to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal evolution device was returned for evaluation. The hemostasis sheath was returned along with the packaged carrier tube assembly, the arteriotomy locator, and the guidewire. There was no damage or deformation noted upon visual inspection. A picture was received from the complainant about the alleged anomaly. The alleged 'crushed distal edge' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. The carrier tube assembly was opened and inserted into the hemostasis sheath and anchor was posted an intended. The deployment was completed by manually pulling the anchor and allowing the auto-tamp action to complete. The device deployed as intended. The complaint cannot be confirmed. There were no anomalies or deformation noted on the device. It is likely that the customer mistook the monofold feature as a deformity. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.